Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx drug eluting stent. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously deployed stent. Excessive force was not used when advancing the device. There were no abnormalities reported in relation to anatomy. The physician reported that the stent buckled while trying to advance it; stent deformation occurred during positioning/ advancement. No patient injury reported.

Manufacturer narrative:
Additional information: resistance was noted when advancing the device to the lesion. The physician completed the procedure using a non-mdt stent of the same size. If information is provided in the future, a supplemental report will be issued.